Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1099 mg/dl and 699 mg/dl. The customer was treated with insulin drip. Customer declined to troubleshoot. Customer also stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.